Event description:
Customer reported blood and IV fluids leaked onto pt bed due to the IV set disconnecting from extension set. There was no pt harm or medical intervention. Although requested, no further pt or event info was provided.

Manufacturer narrative:
Internal file no: (B)(4). No product will be returned per customer. The customer's report of set leaking from smartsite during an infusion could not be conformed because the product was discarded and not returned for failure investigation. The cause of this failure could not be identified.